Event description:
It was reported that the patient had been requesting boluses with their personal therapy manager (ptm) and was not always getting them. It was noted there was a potential uplink problem. The health care provider (hcp) ran the ptm technical report and pump logs and the logs indicated that there were several instances of 88 and 89 at the same date/time which indicated that bolus was given but the patient may have not received confirmation. The first instance was noted on (B)(6) 2013. The device system was used to deliver lioresal and morphine. It was later reported that the hcp ran the logs because the patient was having quite a bit of pain and had been requesting boluses a lot during the day but still had a high level of pain. When the hcp ran the logs for the day prior to date of this report along with the day prior and the day prior to that, only one bolus activation was shown. The hcp wanted to check the ptm logs too as she had just run the logs off of the pump. It was later reported the patient¿s managing health care provider was not aware of the reported event from (B)(6) 2013. It was reported per office visit notes from (B)(6) 2013 that the patient¿s health care provider (hcp) had a discussed with the patient¿s primary care physician (pcp), the radiologist and the patient¿s husband regarding the matter. It was reported it appeared that the patient had an abscess around the t12 and l1 vertebrae. The patient was instructed to make an appointment to see a neurosurgeon urgently. It was noted the patient would possibly require a biopsy and would require further treatment. It was also reported ¿this would explain why the patient is having significant increased pain¿. It was noted the patient¿s husband had inquired if this was related to injection of cortisone however the hcp was unable to make that connection. The hcp explained to the husband that at the present the need was to treat the patient and the cause could be identified later on. The husband was to call the hcp if there were any other issues. It was reported the patient¿s husband planned to inform the patient to make an appointment to see their pcp. Per office notes from (B)(6) 2013, the hcp spoke to the patient¿s husband who reported that the patient had been having multiple issues. The husband had been seeing the patient falling asleep as well as falling off the toilet. The patient had apparently hurt herself on multiple occasions. It was noted the patient had not had any incontinence. The hcp at that time explained to the husband that it was most important to contact the pcp as the issue had been going on for months. It was noted the patient needed to be admitted for a few days and adequately investigated as well as needed to be evaluated by neurosurgeons. The husband planned to contact the pcp the following day to see what could be done. It was also reported the outcome to the patient was no injury however it was unclear if the outcome referred to the ptm issue or otherwise as the patient had yet to follow up with their pcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) had been trying to get the patient in for a visit and had been unsuccessful. Visit notes from (B)(6) 2013 were provided at which time the patient received a refill. The patient that day reported pain in their low back at a 10 out of 10 intensity wise. The pain was radiating to both legs, was sharp, burning and achy in nature as well as constant. The patients feet reportedly got numb at times and she felt a pins/needles sensation. The patient was on oral morphine 15mg every four hours which started in (B)(6) 2013. It was noted the patient had an activated personal therapy manager (ptm) and she only had 67 activations in the past 37 days while she was allowed eight per day. The patient was advised she could use the ptm up to eight times per day which could minimize her pain status. The patient had also reported at the visit that she had prolapsed uterus which made it difficult to urinate and subsequently the patient didn¿t feel that she emptied her bladder fully. The patient had seen a gynecologist ¿a few months ago¿ who would not operate and the patient was unable to explain why. It was reported it was hard for the patient to get out for hcp appointments ¿but she may try to go to another doctor for it if she can.¿ it was also reported the patient had multiple small open and scabbed areas scattered along her entire back, approximately ten. These had started the week prior to the visit and felt itchy. The areas were not oozing nor did they appear infected but the patient had no idea what they were from. Each area was smaller than an eraser head size. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported per notes from an exam on (B)(6) 2013, a CT of the lumbar and thoracic spine without contrast was performed. The findings were that there was a dextro curvature in the thoracolumbar junction. It was noted the absence of thecal contrast limited the evaluation of the posterior disc contours. Sclerosis was seen in the t12 and l1 vertebral bodies with reactive endplate changes, the sclerosis was not new. A lucent lesion was seen in l1 which was seen previously and had no change. It was noted the patient had undergone fusion between l2 and s1. No findings related to the device were provided. An MRI of the lumbar spine without contrast was also done that day, no device findings were reported. It was reported changes at the t11-t12 level "consistent with a interspace infection. There has been progressive erosion of the endplates and reactive edema in the adjacent vertebra. No paravertebral or epidural abscess is evident." The upper thoracic levels demonstrated no epidural abnormality. At the t7-8 level there was a small herniation on the left side. It was reported irregularities of the opposing endplates were more pronounced than on a (B)(6) exam. There were extensive erosive changes seen along the endplates on the CT exam that had progressed since the prior CT examination from (B)(6) 2012. Extensive marrow edema was identified through the t12 vertebral body and much of the upper aspect of the l1 vertebral body. Some minor wedging of l1 was present. Erosive changes were seen along the facet joint on the left at t12-l1. A small rounded high t1 signal area was again noted within the l1 vertebral body. The edema seen within the marrow along the inferior aspect of t11 had also clearly increased. There was no fluid accumulation seen within the t11-t12 disc space. Posterior protrusion of the disc produced a ventral epidural impression. There was no epidural abscess evident. Per office notes from (B)(6) 2013 the health care provider (hcp) spoke to the patient's husband, the patient had fell and fractured three ribs and the primary care physician would not give her any pain medications. The husband requested morphine which was last given in (B)(6) 2013 and the hcp approved prescription. It was reported the husband stated that "(B)(6)?? Brain and spine md advised MRI and they have not been able to get it day, maybe done next week, he will keep us informed." The hcp also requested the husband get reports from the "(B)(6) md." The hcp t hen spoke on the phone with the husband again on (B)(6) 2013. The patient's husband could not get the patient to the hcp office yet, the patient had had multiple falls and now had shoulder issues. The pump area was reportedly bruised but there was no open wound and the husband planned to keep notice of the area. It was reported "this was the message we received from basic home in august that area was bruised. Husband was aware we need wife to be seen - he will call when she is able to travel - we will advise 'sd' of conversation." No further information was provided; it was unclear if there was any relation to the device in regards to all the findings and issues the patient was experiencing.